Event description:
Caller reported that t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.